Manufacturer narrative:
During visual inspection it was noted that the insulin pump was received cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. The insulin pump passed all functional testing.

Event description:
No blood glucose levels reported. The customer reported receiving a lot of no delivery alarms from the insulin pump. The customer reported that changing the infusion set of the insulin pump to no avail. The customer also reported that the plunger on the reservoir was stiff and could not be moved. The customer also reported trying different insertion sites but the issue still persisted. The customer also reported that the cannula was not bent. The customer was asked to deliver a five unit prime on the insulin pump and no alarm occurred. The customer was asked to report back should the issue recur. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.